Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider about a patient with an implantable neurostimulator (ins) for unknown symptoms. It was reported that the healthcare provider is requesting return mailer a kit for the patient¿s ins which depleted early. The hcp wants the ins analyzed. Return mailer kits were sent to the hcp. The hcp stated it is unknown when the patient¿s ins started depleting early, but it was explanted (B)(6) 2017. There were no symptoms reported. No complications or further complications were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the ins (serial no. (B)(4) ) found normal battery depletion. Product analysis ins serial no. (B)(4) analysis determined that the implantable neurostimulator (ins) output and telemetry were acceptable; however, the battery is near normal battery depletion. A lab functional test determined there was good stable output on the electrode pairs the ins had when it was received. A lab functional test determined there was good stable output on all electrode pairs. Analysis determined there were no issues when pressing on the ins can. Analysis determined the telemetry was acceptable. A computer longevity estimate was completed based on the parameters the device had when received for analysis. The information obtained from the ins upon receipt indicated the device had reached eri (elective replacement indicator). H6: result code changed from 3221 to 213 and 825 conclusion code changed from 11 to 71 if information is provided in the future, a supplemental report will be issued.

Event description:
No additional information was received.